Event description:
There were five resolute integrity rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the svg to the 1st diagonal, two in the lad and one in the lima to the lad. It is reported that the patient suffered an mi on the same day as index procedure. Patient death is reported to have occurred approximately (B)(6) weeks post index procedure. Investigator has indicated that the events were not related to the study device.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi, death).